Event description:
Additional information:on (B)(6) 2013, follow-up was received which revealed that the speedband superview super 7 ligator device was to be used for hemostasis. Reportedly, no damage was visible to the device or its packaging. Additionally, no difficulty was encountered while setting up the speedband device for use. At the conclusion of the procedure, the patient's condition was reported as being okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure. According to the complainant, while turning the handle to deploy the bands nothing happened; none of the bands were able to be deployed. Another speedband device was used to complete the procedure. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.